Event description:
Insulin cartridge leaked from the top and bottom. Resulting in a high reading on my dexcom g7. Feelings of nausea and lethargy resulted. Notified certified diabetes, educator, manufacturer, and md (endocrinologist).